Event description:
It was reported that this pacemaker fell into safety mode. Technical services (ts) was consulted and explained precautions and risks following safety mode and recommended explant and replacement. The device had a non-functional lead and had been programmed to atrial paced only. The patient is not pacemaker dependent. Device remains in service. No adverse patient effects were reported.